Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-dependent, asymptomatic patient presented for a routine follow-up, episodes of non-sustained rv over sensing due to lead noise and fluctuating pacing lead impedance were observed. Isometric testing could not reproduce the noise. Further testing was recommended.

Event description:
New information notes that the asymptomatic patient¿s rv lead was capped and replace on (B)(6) 2017, without complications. Patient was stable after the procedure.